Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot#: unknown, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins). It was reported that the right lead location was posterior medial to the subthalamic nucleus (stn), and the surgeon felt the lead should be repositioned. The patient was implanted in toronto. It was unknown if the issue was resolved at the time of the report. No patient symptoms or further complications were reported as a result of this event. Additional information received from a manufacturing representative (rep) indicated it was not known if the cause of the lead positioning was due to malpositioning of the lead during implant or migration of the lead after implant. The information had been confirmed with the physician/account.